Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). At this time carefusion product implementation group is anticipating an onsite visit for evaluation and repair.

Event description:
The customer reported the unit is displaying "vent inop" on cycle on. No patient involvement reported by the customer. The customer also reported the device had calibration failures in the error log.